Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had an unexpected restart alarm and the keypad was unresponsive. Caller stated that the buttons were worn off. Blood glucose level at the time of the incident was 113 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was received with all operating currents within specification and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.